Event description:
It was reported that t2 pre deployed. The event happened during surgery. It is unknown if a back-up device was available and if there was delay.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no suture or ts remain on the delivery needle or were returned. The needle is bent. The actuator is in its post t2 deployment position indicating multiple trigger advancements and a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device instructions for use, under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.